Event description:
It was reported that the user experienced a low glucose event after lunch while using the ilet bionic pancreas and had been entering meals as less than usual despite eating usual amounts; the healthcare provider also advised lowering the glucose target, and the user is taking mounjaro concurrently. Customer care provided support that included remote troubleshooting and user education on proper meal entry and adjusting the target. Investigation of this case revealed no device malfunction and suggested user input behavior and concomitant medication as plausible contributors. No clinical symptoms associated with hyperglycemia reported. Outcomes included self-treatment with oral glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.